Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy procedure, when the surgeon was closing the peritoneum, the thread broke, the surgical time was extended by 30 minutes or more due to the product problem. They used another device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy procedure, when the surgeon was closing the peritoneum on an inguinale hernia via coelioscopy, the thread broke, the surgical time was extended by 30 minutes or more due to the product problem. They used another device to complete the case. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.